Event description:
L3 - l5, bilateral open procedure. All screws were implanted without incident. Surgeon placed a 45mm rod on patient's left side and successfully tightened locking caps at l3 and l4. When he tightened the l5 locking cap, a side of the polyaxial head 3 (ph3) broke. Surgeon removed the broken piece and then removed the broken ph3 from the screw. He decided to remove the l5 screw and did not replace it. He replaced the 45mm rod with a 25mm rod, resulting in a final left side construct of l3 - l4. A 45mm rod was implanted on the patient's right side at l3 - l5 with no issues.

Manufacturer narrative:
The device was returned to the manufacturer and is currently under evaluation.